Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) determined the home patient (hp) was using a patient line extension and added it after the prime. The tsr explained the importance of adding extension prior to the prime. The tsr had the hp close all the clamps to bags, the patient line and transfer set, cycled the power off/on and system error 2367 occurred. The hp cycled the power off/on, the machine went to press go to start, and at load the set the hp removed the cassette. The tsr advised the hp to dispose of current supplies and start over with all new supplies. Per the callscript, the hp was connected at the time of the alarm, the hp did not disconnect any time prior to the alarm, all of the bags were spiked and connected properly, there was a patient extension line used, the patient extension line was attached after priming. Proper procedures were reviewed with the hp. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the registered nurse (rn). The rn was informed that the hp attached the patient extension line after priming had occurred. The rn was requested to retrain the patient. The rn stated the hp has been performing therapy successfully in general. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 (air in line) was confirmed: per the complaint information, the patient extension line was attached after priming was complete. The cause was use error. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.